Event description:
The 3rd party company responsible for the maintenance at the custmer's site reported that the casing of the maxi sky 2 ceiling lift detached and fell down hitiing the customer's employee head. Arjo was informed that as a result of the incident, the staff member sustained a concussion. After the event, an arjo representative conducted the device's inspection. During the visit at the customer's site, the technician found out that the cover of the ceiling lift had been reattached by maintenance. The technician removed cover of the device and inspected clips and housing. The technician found no signs of wear and tear and reported that the device was operating as per manufacture specifications. The service technician reattached the cover and performed testing of the ceiling lift functions. No device problem occured after the repair.